Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient patients stimulator never worked properly, nor did it provide the relief. The patient underwent an explant procedure. The explanted device was discarded by the facility.